Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited significant morphology change and t wave oversensing resulting in an inappropriate shock. Technical services (ts) discussed considering a treadmill test to try to recreate the morphology. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited significant morphology change and t wave oversensing resulting in an inappropriate shock. Technical services (ts) discussed considering a treadmill test to try to recreate the morphology. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that an additional untreated episode along with inappropriate shock were observed due to noise and oversensing. Ts recommended trying to reproduce activity at the time of the episodes and programming optimization.